Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose on an unknown date was 28.1 mmol/l with extreme drowsiness, extreme thirst, and excess urination. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, and they remained on pump therapy. Troubleshooting could not be completed and additional information could not be provided. Multiple unsuccessful attempts to contact the patient were made. This complaint is being reported because a device malfunction or use error could not be ruled-out as a cause or contributing factor to the reported health event.